Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic subtotal colectomy, after using two cartridges on the first handle, the stapler blocked while firing the third cartridge. A second handle was used, but it was also blocked right after assembling the cartridge and handle. A third stapler from another model was used to complete the case. There was no patient injury.